Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the unspecified IV administration set had tubing damage/breakage during use. The following information was provided by the client: "hello xxx, we've had several instances that we have had several issues with the IV breaking? I can't tell you what exact lot #s however I was told the picture I've attached may have been a possible lot number? Can we get someone from your risk to call us asap, we need to get a solution right away, I have several lot numbers that are currently on the floor now, my coo has requested we pull all the lot numbers."

Event description:
It was reported that the unspecified IV administration set had tubing damage/breakage during use. The following information was provided by the client: "hello xxx, we've had several instances that we have had several issues with the IV breaking? I can't tell you what exact lot #s however I was told the picture I've attached may have been a possible lot number? Can we get someone from your risk to call us asap, we need to get a solution right away, I have several lot numbers that are currently on the floor now, my coo has requested we pull all the lot numbers."

Manufacturer narrative:
Investigation summary: a complaint of IV breaking was received from the customer. No product or photo was returned by the customer. The customer complaint of component damage could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.